Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. No patient harm was reported. It is unknown what technical failure occurred and why the ventilator had to be replaced. Nor further information was received. Medical device problem code 2991 (no flow) was selected as it is a mandatory field. However, we do not have this information. Should we receive further information, a follow-up report will be filed. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: during the use, the patient was in a calm state and was unable to use due to sudden technical failure. Replace the ventilator. No patient harm occurred.